Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was released from the delivery device into the blood vessel, it did not open, so continued use of the device was abandoned. There was a small amount of bleeding, but it did not delay the procedure or cause any health problems. No blood transfusion was administered. This time, the procedure was completed successfully with a new device. There was no delay in treatment. No health damage to the patient occurred.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Manufacturer narrative:
(B)(4). Updated sections: b-4,,g-3, g-6, h-2,h-11,h-12. Corrected section unique identifier (UDI) # d-4 (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The lot # 3000328071 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.